Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detached and remained in the patient. Also, the patient developed a thrombosis and increased pain. The patient presented with critical limb ischemia with tissue loss and single-vessel runoff. The severely stenosed target lesion was located in the calcified anterior tibial artery. Two 300cm angled tip v-14¿ control wire® guide wires were selected for use for the angioplasty procedure. The first wire's tip snapped off and remained inside the patient's body. The other wire, the physician was unable to reshape the tip. The detached tip, from the first wire, embolised in the proximal dorsalis pedis. There were multiple attempts to remove the detached fragment and stenting was attempted but failed. It was noted that thrombosis was observed in the anterior tibial artery. The posterior tibial artery was reconstructed up to the level of the ankle. The patient was worse with pain. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Unit returned with its original box. The unit returned has distal tip damaged, as part of overall visual revision. The device has kinks on its proximal section, body and distal section. Also presents its distal tip kinked, and peeled off. There is no evidence of breakage on the core wire. Overall length and outer diameter (od) of distal tip couldn't be performed because of the condition of the device. Od of middle and od of the proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detached and remained in the patient. Also, the patient developed a thrombosis and increased pain. The patient presented with critical limb ischemia with tissue loss and single-vessel runoff. The severely stenosed target lesion was located in the calcified anterior tibial artery. Two 300cm angled tip v-14 control wire guide wires were selected for use for the angioplasty procedure. The first wire's tip snapped off and remained inside the patient's body. The other wire, the physician was unable to reshape the tip. The detached tip ,from the first wire, embolised in the proximal dorsalis pedis. There were multiple attempts to remove the detached fragment and stenting was attempted but failed. It was noted that thrombosis was observed in the anterior tibial artery. The posterior tibial artery was reconstructed up to the level of the ankle. The patient was worse with pain. No further complications were reported.